Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys pth stat immunoassay results for 1 patient tested on a cobas 8000 e 801 module compared to the elecsys pth immunoassay results from a cobas 6000 e 601 module. On (B)(6) 2018 the pth stat result from a cobas e801 was 1017 pg/ml. On (B)(6) 2019 to confirm the high pth stat result a new sample was collected and sent to an outside laboratory. The pth result from the outside laboratory's cobas 601 was 218.6 pg/ml. Due to high discrepancy in the results, another new sample was collected on (B)(6) 2019. The sample was manually split into 2 aliquots. The pth stat result from the customer's cobas 801 was 1312 pg/ml. The pth result from the outside laboratory's cobas e601 was 232 pg/ml. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The pth stat reagent lot was 34330900 with an expiration date of 2019-10-31. The cobas e601 serial number and the pth reagent lot information from the other laboratory was not provided. The samples contained no clots or foam. The investigation is currently ongoing.

Manufacturer narrative:
On (B)(6) 2019, a new sample from the patient was measured. The following results were obtained: roche e801 pth: 200 ng/l, roche e801 pth stat: 1400 ng/l. Abbott architect: 35 ng/l with normal range 15 ¿ 68.5 ng/l. The investigation confirmed the customer¿s results. A heterophilic interference was identified in these samples.the interference is documented in product labeling. A general reagent issue was excluded. No product problem was found. The cause of the event could not be determined.